Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on may 18, during a routine IV infusion, the patient reported swelling in their arm and exudate at the puncture site. Upon removal of the catheter, a rupture was discovered 5 cm from the tip. The catheter was subsequently reinserted to meet the patient¿s treatment needs. Delay in the patient¿s follow-up chemotherapy on that day. Catheter secured with sirocco fixation. Catheter was removed smoothly without complication. A new catheter placed. No other intervention needed.